Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11. The device was evaluated by a field service engineer and the reported failure was unable to be reproduced. However the field service engineer reviewed the error log of the device and found an e433/e622 communication error code. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Event description:
It was reported that during operation, the device stopped working showing an e433 error. No harm reported

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.